Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device "runs hot/intermittent/works improperly." It is know that the device was being used during surgery. It is known that there was no user or pt injury. No add'l info available.